Event description:
It was reported that the comb of the zimmer skin graft mesher was bent. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And canada customers were sent an urgent pt safety advisory informing them the need for proper care and preventive maintenance of the zimmer skin graft mesher. Customer were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 12/15/1992 and was last repaired on (B)(4) 2012 for a non-related issue. Eval of the device observed a completely sheared and bent right time on the comb, as well as a bent rear lip on the comb. Wear to both the right end of the roller and roller gear was also observed prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Customer did not return a ratchet or cutters for eval. The cause is likely the user not maintaining the device per proper handling and lack of preventative maintenance. The device was serviced and returned to the customer.